Event description:
Customer reported that pump screen was dark and wouldn't turn on. There was no adverse impact to customer¿s blood glucose level. Cts advised customer on troubleshooting steps, confirmed that the issue persisted, and arranged for a replacement pump with updated software. Customer acknowledged guidance on returning the faulty pump and transitioning to mdi as backup therapy while awaiting the new pump.